Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmf. Common device name: piston syringe . PMA / 510(k)#: k941562. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 76 bd eclipse¿ safety needles bd eclipse¿ needle plungers were hard to push. The following information was provided by the initial reporter: "plunger is hard to push".

Event description:
It was reported that 76 bd eclipse¿ safety needles bd eclipse¿ needle plungers were hard to push. The following information was provided by the initial reporter: "plunger is hard to push."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-feb-2022. H6: investigation summary one photo and 76 samples were received by our quality team for evaluation. On the returned photo, the plunger stop at scale marking of 0.5 ml from the photo was observed but the team was unable to plunger movement difficult nonconformance. As the samples were manufactured at bd canaan, functional testing was not performed by tuas as to not destroy the samples. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The quality team at bd canaan has performed a supplemental investigation on the returned samples. Upon exercising the 76 samples (52 unsealed packages and 24 loose), all plunger rods were smooth to draw, and the reported defect could not be identified or confirmed in the samples received. As the defect could not be confirmed, a root cause could not be determined. H3 other text : see h10.